Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that there was discharge at the implantable neurostimulator (ins) site. So, the physician placed the patient on antibiotics and removed the whole system. At the time of the surgery on (B)(6) 2018, the ins pocket was opened with a puss like substance. Lastly, it was noted that the initial culture grew pseudomonas and then 5 days, there was no growth of bacteria. The issues were noted to be resolved at the time of the report. There were no further complications reported or anticipated.